Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A clinical/medical evaluation confirmed via e-mail that no clinical data is available. It is unknown what type of patient injury occurred. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined. Based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an unknown procedures the sutures of one fast-fix did not slide properly. The procedure was completed with a smith and nephew back up device with a delay greater that 30 min and patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.